Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens remained implanted. The follow up details indicated that all available information has been provided. No additional follow up activity is required. If anything changes, patient will contact company. Patient has been referred back to his eye care professional (ecp) for further treatment options. File will be reopened if new information or the sample is received. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, dark boxes, white cloudy areas.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).